Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.